Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error during use, where the home patient stated they did not place a cap on the patient line after disconnecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to remove the patient line connector from the organizer and attach the new flexicap or opticap disconnect cap to the transfer set. The guide provides step-by-step instructions for properly conducting an emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) did not have a cap on the line after disconnecting from the home choice (hc). The technical service representative (tsr) explained the hp should have put a cap on the transfer when they disconnected. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.